Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that during cannulation of the left ventricular lead a dissection occurred. The physician was uncertain whether the dissection was caused by the left ventricular lead or due to the boston scientific inner sheath used for cannulation. The procedure was abandoned and was to be completed at a later date using a left ventricular pericardial approach. The patient was stable.